Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 200 mg/dl. Customer also specified other relevant blood glucose value was 340 mg/dl, 260 mg/dl, 226 mg/dl and 180 mg/dl. Customer treated with syringe and bolus. Customer treated with big injection of insulin with a shot. Customer was using insulin pump system within 48 hours of reported high blood glucose events. Customer stated that the drive support cap was normal. Customer was not alleging the insulin pump for under delivering. The product will return for the analysis. The customer reports insulin exited at the qr. The customer forgot to fill cannula dead space after removing the introduce needle. The customer is unable to remove/change set at this time. The customer declined to perform the high performance test. The customer approximate size of air bubbles is very small.